Event description:
The facility alleges the balloon on the catheter deflated after insertion. This condition occurred during use. Medical intervention was required, the bladder was reopened by the surgeon, extending the time of surgery by additional hour and 15 minutes.

Manufacturer narrative:
Device evaluated by manufacturer: the device has been requested for evaluation, but has not been received. Should the device be received for evaluating, a follow-up report will be filed upon completion of the evaluating or if additional information becomes available.